Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the rl/ud angulation control knob, s-body, and a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: bending no longer works, due to damage on right/left (r/l) knob, water tightness is lost, due to damage on up/down (u/d) knob, water tightness is lost, due to a crack on the body, water tightness is lost, due to wear of the cover, water tightness is lost, flexibility adjustment ring has a scratch, grip has a scratch, cylinder has no color, the stopper is replaced for preventive maintenance, due to a insulation resistance value at distal end does not meet the standard value, due to pinhole on the rubber, water tightness is lost, due to adhesive peeling on the rubber, damage on nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, the cover has a chip, connecting tube has a cut, and universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope angling no longer worked. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air-water (aw)-cylinder and aw-tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.